Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, when the surgeon observed the staple line from the second firing with a green reload he saw that the device had fired an incomplete staple line. Upon further examination of the tissue he noticed the cartridge was deformed in the center. The blade had cut the tissue but they had to use suture to secure the left side of the staple line from the center. The device had been difficult to open prior to this observation and they had to pull on the trigger with force and push the release button to release it from the tissue. The procedure is on going with a second device at this time.